Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: caller has an 8015 unit giving a 133.6080 error. Failure device type: failure problem type: failure mode: case resolution: error not due to low battery. Used ka 11952 alaris infusion error 133.6080. Recommended to send unit in for warranty repair. Biomed will get RMA from repair portal.